Event description:
It was reported to philips that device errors occurred due to network and power supply issues on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced parts and performed diagnostics onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).